Manufacturer narrative:
Concomitant product: product ID 3037, serial # unknown, product type programmer, patient; product ID 3889-28, lot # va0tugj, implanted: (B)(6) 2015, product type lead.

Event description:
The consumer reported that the patient was recently implanted and had been going to the bathroom at night. The patient had been wearing pads for safety. It was indicated her daughter told her she should not need to wear pad. Stimulation was increased from 1.7 volts to 2.0 volts. At 2.0 volts the patient could not walk with her right leg and started to have vibration that was too much. Her right leg became stiff. Stimulation was decreased back to 1.7 volts. Additional information received a month later via the consumer reported that the patient tried 2.2 and then went to 2.3, but then started having problems with her bowels. She reduced stimulation to 2.1 and that had been fine as the patient was not going to the bathroom all of the time like she was. It was noted that when it became stronger she went to the bathroom. It was reported that the patient had spinal stenosis in the morning and could not get to the bathroom quick enough and sometimes had accidents. It was reported about 3 months later via the consumer that the patient had a loss of therapy. The symptoms had not really improved since implant. Three programs were already tried and when she tried to increase, it made the patient go to the bathroom. The patient was on program 2 at 2.5v but did not see the lightening bolt. The implantable neurostimulator (ins) was off. It was indicated the patient synchronized again and then the lightening bolt was there. The patient could not feel stimulation so she increased to 2.8v. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestintal/pelvic floor. No outcome was provided with this event. Further follow up is being conducted to obtain this information. If additional information is received a supplemental report will be sent.